Event description:
The customer reported haze/odor coming from the sterrad nx. The customer stated that it smelled like oil burning and it was giving out a cloudy haze. There were no physical complaints related to the haze/odor. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Oil mist. Capital equipment, evaluated at customer site. The fse found that there was a hole in the oil cap on the vacuum pump. The fse removed and replaced cap. System meets manufacturer requirements. The fse ran an empty cycle with no issues. Result: oil cap.